Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer battery was not holding a charge when not plugged in to the charging cable. The battery icon indicated the battery was full but the programmer would turn off if unplugged. It was also reported that the programmer turned off when plugged into the power cord while in use. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported battery charging and programmer turning off issue. The programmer passed all tests. The device passed final functional and system tests. No anomalies were found. If information is provided in the future, a supplemental report will be issued.